Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the reported issue was confirmed. The downstream occlusion (dso) sensor was found to be damaged, resulting in the alarm issue. The dso sensor was replaced to address this issue.

Event description:
It was reported that the pump presents bubbles in the circuit. There was no reported patient involvement.